Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that the patient was admitted into the hospital for a driveline infection. The patient has been started on antibiotic therapy. Additional information received indicated that the infection was treated successfully and the patient was discharged.